Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels have been elevated in the 500s for the past week. Customer treated elevated bgs by administering a correction bolus and manual injection.